Event description:
The customer reported to customer service on (B)(6) 2013, that the power supply for her breast pump had a burning odor and felt hot. Product received on (B)(4) 2013 and a breach in the housing was found.

Manufacturer narrative:
The customer was sent a replacement power supply. The customer's original complaint came in as the power adapter was warm. The product was received and found the housing to be breached which is safety risk. Contact with the customer was not made to obtain additional information regarding this event. A product evaluation revealed that the transformer housing was breached, and the thermal fuse was blown confirming the customers complaint that the power supply was hot. This type of failure is typically associated with dropping the unit onto a hard surface or other type of severe impact. The original design testing involved dropping the unit from a 1.0 m height per ul2601-1 2nd edition. Production samples were dropped three to five times from a height of 1.0 m and the housings showed damage and cracking (only after at least three drops). This product was released as a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on 04/04/2011. Complaints against this product are currently being investigated (B)(4) in order to determine root cause and will continue to be monitored. See scanned page.